Event description:
It was reported that the patient had a lack of stimulation from her device and experienced a loss of therapeutic effect. During reprogramming it was discovered that all impedances were greater than 4,000 ohms. The ipg and lead were replaced. The patient was doing well post-op. No surgical complications were reported.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. All four conductors in the lead were broken at the edge of the most proximal tine, 5.2 cm from the distal end. Conductor fractures were observed on both sides of the marker band, still in the coiled form, indicating the breaks were not caused by the marker band being crushed. There were no anomalies with the ipg: it was functionally ok.